Manufacturer narrative:
The manufacturer previously reported the incourage device allegedly broke a patient's ribs in october and the patient has discontinued therapy. There was no report of medical intervention being required. The device was returned to a third party service center for evaluation. During the evaluation contamination was observed and the device was scrapped.

Event description:
The manufacturer received information alleging the incourage device broke a patient's ribs in october and the patient has discontinued therapy. There was no report of medical intervention being required. A follow up report will be submitted when the manufacturer has completed the investigation.